Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The system switch was replaced to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in a loss of mechanical ventilation. There was no report of patient involvement.